Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va01q9m, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that caller was getting impedance reading greater than 4000 ohms on all of the unipolar pairs. It was also indicated that caller was getting impedance reading >4000 ohms on some of the bipolar pairs. The caller reported loss of therapeutic effect. It was reported during reprogramming session on the day of this report the following impedance testing was done showed black boxes and electrode: c0 >4k ohms - 15ua 01 >4k ohms - 15ua 12 >4k ohms - 15ua 13 >4k ohms - 15ua it was indicated that the last interrogation was (B)(6) and all impedance were normal than. It was indicated that the patient stopped feeling stimulation and therapeutic a week prior to the call. The patient denied any fall or trauma to the area. . Additional information received indicated that patient was reprogrammed and sent home. A follow-up report will be sent if additional information becomes available.